Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had failed to detect a downstream occlusion (dso). The event occurred during testing.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no related complaints to the reported issue from the previous 12 months. The customer issue was confirmed through dso/uso occlusion test. The downstream occlusion (dso) seal and sensor were replaced to fix the issue. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.